Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation, stored transmission of the implantable cardioverter defibrillator from (B)(6) 2019, revealed non sustained right ventricular oversensing due to t wave oversensing. It was noted that the device also exhibited diagnostics anomaly. The device was reprogrammed and the patient would continue to be monitored.